Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 125 mg/dl. Reportedly, the customer contacted the healthcare provider for alternate insulin therapy.